Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) system 98xt intra-aortic balloon pump (iabp) a drive assembly failure. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) system 98xt intra-aortic balloon pump (iabp) a drive assembly failure. There was no patient involvement. The fault did not cause any damage/inconvenience to operators/patients .

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component code, investigation conclusions), h10, h11. Corrected fields: b5, h6 (health effect ¿ impact codes). Additional information: contact person phone number: (B)(6). During preventive maintenance fse found faulty manifold drive. To fix this issue fse replaced manifold drive and electrical safety measures performed. Fse completed the repair. Operation tests performed successfully.